Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 was suspected as a magnet issue. A field service engineer noted that multiple medstations on the unit had no patient delays, but the drawer would not open. A user was asked to log in and try to recover, but it failed. The field service engineer opened the back of the main unit and removed the drawer from the medstation. Upon inspection, the latch was intact, and the solenoid looked fine. All cables were reseated, and the full height drawer was returned to the top position. Power was turned back on, and the user logged in to recover the failure and inventoried medications in drawer 1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 1 was suspected as a magnet issue, customer reported that opening of drawer when attempted to recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.